Manufacturer narrative:
Additional information. The device was received for evaluation. Visual inspection was performed with no issue. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the transfer set. This event occurred when the patient visited the hospital for a regular exchange of transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.